Manufacturer narrative:
H3 product analysis: no evaluation performed as the device is not yet returned. B3 date of event is not yet provided to the manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during craniotomy surgery pieces of metal bearings and circular bits have come off from the attachments. Measurement of the circular bits that had come off was estimated to be 0.3mm or smaller. It was reported that there was no patient impact due to the event. Additional information regarding the event was being followed up from the facility.

Manufacturer narrative:
Reason for not reportable: this correction supplemental (non-reportable) report is being submitted to close out this case, based on additional information received shows that this event has already been reported in the report #1625507-2025-01411. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.